Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "ECG monitoring failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing, including bench testing and ECG stress testing without duplicating the report. The customer's multifunction cable (mfc) was not returned and could not be visually inspected or functionally tested. The multifunction receptacle will be replaced, and a new mfc cable was provided to the customer as a precaution. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend